Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received failed battery and power loss alarm. Customer¿s blood glucose was unknown. Customer¿s mother declined to troubleshoot for battery failed alarm, power loss alarm, sensor updating to change sensor, lost sensor signal and sensor signal not found. The insulin pump will not return for the analysis.